Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reports, developing tmj (temporomandibular joint) from using the aligners. And going through therapy to help with that. The patient is currently seeing a chiropractor to help with the tmj (adjusting muscles).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.